Event description:
Customer called to report that she did not think that her pod was working properly. Customer stated that she ended up in the hospital in late 2008, due to elevated blood glucose levels (up to 400 mg/dl). However, the customer could not provide any detailed info about the pod or pdm. She stated that she activated a new pod after she returned home from the hospital, but she could provide no info for that pod either. No further info is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.